Event description:
A surgeon reports that following bilateral intraocular lens (iol) implant surgery, a pt reported blurry near and distance vision. Pt has history of inflammatory membrane and scar tissue covering zones causing decreased vision and glare. There are two mdrs associated with this event: first eye: MDR # 1119421-2007-00503. Fellow eye: MDR # 1119421-2007-00504.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. Additional information was requested 10/30/2007 and 10/31/2007 by phone, fax and mail. Pt records were received.